Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported via phone call "that they have ordered hohn® central venous catheters ref#6600730, (2 each) and the size is not as listed on bd website which is 42cm length instead she got 24cm length." This report addresses the first of two catheters received.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), and website product listings. Based on a review of this information, the following was concluded: the complaint of an incorrect size listing on the bd product website was confirmed. The customer had reported that they believed to have ordered a 42cm length hohn catheter and received a 24cm length catheter. Further information was provided that the website had listed product catalog number 6600730 as a 42cm catheter. A review of the product bill of materials and unit label confirmed that the correct length for that catheter is 24cm, and another review of the following website url showed that the catheter length listed on the bd product information page was 42cm: https://www.bd.com/en-us/offerings/capabilities/vascular-access/vascular-IV-catheters/central-IV-catheters/hohn-central-venous-catheters/6600730. This page has since been updated and now correctly lists that catheter length as 24cm. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via phone call "that they have ordered hohn® central venous catheters ref#(B)(4), (2 each) and the size is not as listed on bd website which is 42cm length instead she got 24cm length." This report addresses the first of two catheters received.